Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with a syncopal episode. The patient stated that "the episode was not as bad as before their implantable pulse generator (ipg)". The ipg remains in use and the physician is programming the rate drop response on. No patient complications have been reported as a result of this event.